Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. The customer reported experiencing symptoms of blurred vision and dizziness, and obtained a sensor reading of 220 mg/dl, which was higher than he felt it to be. The customer called for an ambulance and upon their arrival, a blood glucose reading of 38 mg/dl was obtained on the hcp meter. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was treated with "sugar and a shot" by paramedics for diagnosis of hypoglycemia, and transferred to hospital; however, no further details were provided. There was no report of death or permanent injury associated with this event.